Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Replaced the mobile view station (mvs) computer. Tested system functionality. Restored network settings and installed remote presence. System passed all tests and was returned to service. The replaced computer has been received by the manufacturer for evaluation, although analysis is not yet complete.

Event description:
A medtronic representative reported that the imaging system displayed and error stating that the system database had been corrupted. The system was rebooted twice without resolution. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned computer found an unrelated issue with computer cd drive. The tester performed patient data removal, and virus scan. Time/date (cmos) check good, os and application load at start up following patient data removal. It was noted that the cd drive closes immediately after opening with no action from user. The tester installed the computer in a test imaging system and the system readied and communicated. Successfully performed 2d and 3d imaging at each actuation, as well as image retrieval. No errors or imaging related issues noted. The reported event could not be duplicated by medtronic personnel.